Event description:
It was reported that one month post coil embolization of a basilar tip aneurysm, the patient experienced an asymptomatic cerebral infarction in the peripheral left posterior cerebral artery. It is unknown when the cerebral infarction resolved. The event is considered resolved with no residual effect.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that one month post coil embolization of a basilar tip aneurysm, the patient experienced an asymptomatic cerebral infarction in the peripheral left posterior cerebral artery. It is unknown when the cerebral infarction resolved. The event is considered resolved with no residual effect.

Manufacturer narrative:
The subject device remains implanted.